Manufacturer narrative:
The investigation for the reported purge leak - pump and hemolysis issues has been completed. The impella device has not been returned for evaluation. Therefore, the cause of the purge leak was not determined since product was not returned. The cause of the hemolysis was not determined since the relation was unknown and the product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported there was a leak in the purge set, therefore, the purge cassette was replaced. Additionally, the patient developed hemolysis. Treatment details were not provided. Patient survived the procedure.